Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had eroded through the skin of the patient. It was suspected that the patient had an infection so the system was explanted. A replacement system was not implanted at the time. No further information is available.